Event description:
The customer reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units compared to their expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed to call back for troubleshooting if the issue recurred.